Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high". Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer did not provide how bg level was addressed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.